Event description:
Per biotronik patient tracking, this system was removed due to infection and has not been replaced. Selox sr 45, MDR 1028232-2009-00646, guidant 4543, st. Jude medical 1580-60.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents accompanying this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc. Were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, he infection was not device related.